Manufacturer narrative:
The product was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that while opening the palacos r+g polymer powder, the packaging was faulty so as to compromise sterility. The surgical technician/circulator deemed the continued use of the product potentially harmful and thus the product was not used. Additional clinical follow up with the customer indicated that the second layer of the palacos r+g polymer powder packaging (unsterile layer) did not open properly, having the middle of the seal of the second layer remaining closed. In order for the healthcare professional to completely open the second layer of packaging, the third layer (sterile) would have had to be compromised. Customer clarified that there was no harm to either the user pt and a second box of palacos was used as an alternative to successfully complete the procedure.